Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's patient parameter pcb assembly and ui flex and device will now deliver energy as expected. Device awaiting replacement of sc pcb to resolve white screen issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the customers device and a thermally sensitive integrated circuit, designator u46, was determined to be the cause of the reported issue. The device's sc pcba was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.